Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-freedom') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and embedded device ('within the myometrium at the left cornu is a metallic coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring, valium and tramadol hcl. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), headache ("headaches"), fatigue ("fatigue") and eye movement disorder ("eye twitch") and was found to have heart rate increased ("heart rate went up") and blood pressure increased ("blood pressure went up"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, embedded device, abdominal pain lower, headache, fatigue, heart rate increased, blood pressure increased and eye movement disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, blood pressure increased, embedded device, eye movement disorder, fatigue, headache and heart rate increased to be related to essure. The reporter commented: dates of removal: on (B)(6) 2018 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: bilateral tubal occlusion. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2020: mr received : event "within the myometrium at the left cornu is a metallic coil" added and reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and embedded device ('within the myometrium at the left cornu is a metallic coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring, valium and tramadol hcl. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), headache ("headaches"), fatigue ("fatigue") and eye movement disorder ("eye twitch") and was found to have heart rate increased ("heart rate went up") and blood pressure increased ("blood pressure went up"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, embedded device, abdominal pain lower, headache, fatigue, heart rate increased, blood pressure increased and eye movement disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, blood pressure increased, embedded device, eye movement disorder, fatigue, headache and heart rate increased to be related to essure. The reporter commented: dates of removal: (B)(6) 2018 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: bilateral tubal occlusion. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-freedom') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), headache ("headaches"), fatigue ("fatigue") and eye movement disorder ("eye twitch") and was found to have heart rate increased ("heart rate went up") and blood pressure increased ("blood pressure went up"). The patient was treated with surgery (esssure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, abdominal pain lower, headache, fatigue, heart rate increased, blood pressure increased and eye movement disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, blood pressure increased, eye movement disorder, fatigue, headache and heart rate increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pfs received new reporter information was added. Medical device removal event replaced with new event added heart rate went up, blood pressure went up, abdominal pain, cramps, headaches, fatigue, eye twitch. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.